Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250 ml exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag(s) were leaking was right above the port where the IV (intravenous) tubing is attached. The leak was noted prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.